Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that he was hospitalized back in may due to a car accident because he had low blood glucose readings. The customer stated that his blood glucose was 73 mg/dl while driving to a restaurant for lunch. The customer stated that he lost control and got into a car accident that cause him to be hospitalized on (B)(6) 2015. The customer was unable to provide further information.